Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 300-20-02 - equinox square torque define screw drive kit (B)(6) 310-01-41 - equinoxe, humeral head short, 41mm (alpha) (B)(6) 314-23-02 - laser cage glenoid small, alpha (B)(6) 315-35-00 - glnd kwire (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) a10012 - gps implant kit v2.

Event description:
It was reported that this patient's left shoulder was revised 38 months post op. Patient had a rotator cuff failure. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11 MDR section codes updated/corrected: b, c, d, e, g the revision was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.